Manufacturer narrative:
Other relevant device(s) are: product ID: 9733406, serial/lot #: unknown. No patient involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while preparing for a case, the navigation system displayed a localizer not connected error. The camera was previously working and then they received this error. No lights were illuminated on the camera. No patient was present. Troubleshooting was performed. The clinical specialist restarted the system and it was unsuccessful. The clinical specialist attempted to open the ndi toolbox but it was displaying an error saying that the file path did not exist. The clinical specialist then removed the front cover and saw that none of the leds on the sensor control unit were illuminated. The clinical specialist re-seated the power cable connecting the sensor control unit (scu) to the uninterruptible power supply(ups) and that resolved the issue. Probable cause was disconnected sensor control unit power cable. No patient involved.